Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose safety mechanism occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "unfortunately we have had a problem with one of your 50ml luerlock syringes. The syringe was being used to draw up medication for an infusion but it was not possible to attach it securely to a syringe extension set as it kept turning continuously and would not lock into place."

Manufacturer narrative:
Investigation summary: one sample was returned to our quality engineer for investigation. Upon visual inspection, the threading on the syringe was observed to be damaged. A device history was performed and found no no-conformances related to the reported issue during production of batch 1903219 . Tip and thread verification tests are performed within the manufacturing environment according to procedure. The syringe received and threading have been verified and found to be compliant with standards. It has been determined this incident occurred due to over-screw during the connection of the syringe which resulted in the product not properly attaching. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that a loose safety mechanism occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "unfortunately we have had a problem with one of your 50ml luerlock syringes. The syringe was being used to draw up medication for an infusion but it was not possible to attach it securely to a syringe extension set as it kept turning continuously and would not lock into place."